Manufacturer narrative:
The complaint sample was not available for evaluation and the lot number is unknown. Additional medical information has been requested but has not been received. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Eye care professional reported that while being seen for a lens fitting, patient¿s lenses were placed into the contact lens solution for a few minutes. Patient reinserted lenses. A few hours later, the patient returned to the office and reported painful and red eyes. Doctor placed one drop of anti-inflammatory drop, ilevro, into each eye. Office reports patient to be fully recovered.